Event description:
The complaint was reported as: the device just stopped working suddenly. It would no longer work when turned on. No pt injury reported.

Manufacturer narrative:
The results of the device eval are not available at the time of this report.